Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with 330 cc unknown mentor saline prostheses and experienced an unspecified illness post procedure. No details were provided regarding the nature of the illness; however, it was indicated they were thought to be related to the implants. As a result, explant without replacement was performed. See 1645337-2019-10326 for contralateral prosthesis report.